Event description:
It was reported that the user experienced nighttime low blood glucose and expressed concern when readings were in the 90s; education was provided that this is within range, troubleshooting was completed, the user was transferred for additional training, and a factory reset was performed; oral glucose was used to treat a low. Symptoms included hypoglycemia. Outcomes included an unexpected medical intervention in the form of medication intake. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no findings available, and the medical device problem and device component could not be determined due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.